Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device v2920h, pbbcxlt0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle and suture departed very easily. There were no adverse patient consequences reported.